Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that after implant, the left ventricular (lv) lead dislodged and exhibited no capture. The physician decided to abandon the lead and replace it with a new one. No patient complications have been reported as a result of this event.